Manufacturer narrative:
An investigation of the returned reference sensor was performed. The reference sensor was tested with an in-house navigation unit and able to pair with and complete back-table calibration several times without any issues. The device was found to function as designed. A review of the device history record (DHR) for the returned reference sensor was conducted. The device passed all manufacturing specifications prior to release. Orthalign will continue to monitor this issue and take action if or when alert limits are exceeded. Correction to the 510(k) number included in this follow-up.

Manufacturer narrative:
At this time there is no known injury to the patient. Once the product is returned orthalign will perform an investigation into the alleged accuracy issue. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that could be caused to the patient by an inaccurate device measurement.

Event description:
It was reported that units have caused in accurate readings. The surgeon was unable to navigate the cup. We are unsure of which unit have been causing the issue.